Event description:
Related manufacturer reference number: 2017865-2022-04143. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited noise oversensing and patient's right ventricular (rv) lead exhibited noise over-sensing causing pacing inhibition when doing isometric maneuvers. No intervention was performed. The patient was stable.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable after procedure.